Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for the patients atrial fibrillation (af) with rapid ventricular response, and tachycardia therapy was exhausted. It was reported that the patient had been non compliant with their medications. The available information noted the patient converted out of the rhythm. No adverse patient effects were reported. The device remains in service.